Manufacturer narrative:
H2 correction: please note that sections d1, d3, and d4 have been updated at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there was not an ins issue. It was reported that ¿the value of the output differed depending on the angle of the posture and the value of the output varied due to the controller operation by patient himself.¿ the patient was retrained regarding adaptivestim and they were also provided information on the posture holding time when the output was changed. A ¿contact problem in the controller¿ was suspected to be the cause of the reported software problem. The patient was instructed to remove and reinsert the patient controller battery pack to address the software problem. The event was considered resolved at the time of follow-up.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the display of the software problem does not enable manipulation. Troubleshooting was performed. When the ins was recharged to a certain degree and the stimulation increase/decrease manipulation was performed, the stimulation increased/decreased from 1.5 to 2.5 in a1, but it immediately returned to 1.5 again without changing posture. The software problem occurred when the manipulation was repeated several times. The situation was reproduced, but it was confirmed that the manipulation to increase the stimulation was not stable and returned to the original state, and the software problem reappeared. Therefore, it was asked for the rep to contact the patient. Issue was not resolved. It was unknown if there were any contributing factors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.